Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side on the small battery drive device seized, jammed and moved heavily. It was further determined that the device was making loud sounds, the motor was misfiring and the coupling tool side was blocked. It was further determined that the device failed pretest for check the oscillation angle, check the off/osc/on switch mode function and check the attachment coupling. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.